Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient had neuropathy and severe spinal damage which got screws fusion. It was also reported that the patient was experiencing burning nerves and gastro problems. The patient had lost weight and could not turn on the device for long. The patient was given injections and will undergo an explant procedure.